Event description:
It was reported that according to the pt's audiologist, the pt had an injury at the area of the coil last year. The injury was closed a couple of months ago. She was able to hear fine until (B)(6), 2013. She woke up without having access to sound. Two weeks ago, she had a fitting session with good results and she was able to hear well. She has never stopped having access to sound before.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.